Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer called the company representative to assist with troubleshooting. The customer requested was able to resolve the issue remotely. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, no phacoemulsification was experienced. The phaco handpiece was switched out to complete the case. There was no patient harm.